Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 21mg/dl. The cause of low bg was unknown. Subsequently, customer was hospitalized. The customer declined further troubleshooting, or to provide additional information regarding the reported issue. Reportedly, the customer reverted to manual injections for insulin therapy as hospital lost customer's pump.